Event description:
The customer reported a hospitalization due low blood glucose levels, which led her to pass out and break her ankle. The blood glucose reading was unknown during the time of hospitalization. The customer was treated by her husband with glucose shots after experiencing low blood glucose levels for about 5 to 10 minutes. She perceived the cause of the incident was her healthcare provider's change of her basal rate, which she reset because her blood glucose rate skyrocketed. The customer declined troubleshooting for the insulin pump until further notice. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.